Event description:
Spacelabs received a report that the arkon anesthesia workstation started giving a high pitched buzz and the display on the system status computer went black except for a yellow triangle in the middle of the screen (which is the caution symbol warning pictogram).

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs has investigated this reported event and has determined that the arkon anesthesia workstations have a software error related to the system status computer. The computer incorrectly perceives an issue with internal operation, then notifies the user of the perceived issues. Spacelabs has initiated a field corrective action for the arkon anesthesia workstations, and will provide a software revision curing the error.